Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited a steady rise in pacing impedance, from 1200 ohms one year ago to 2382 ohms currently. Sensing and thresholds have remained stable. A boston scientific crm technical services (ts) consultant recommended obtaining a chest x-ray to assess conductor continuity, but recommended continued monitoring as sensing and thresholds remain stable. To date, there have been no reported patient symptoms associated with this clinical observation.